Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's system got disconnected on a certain part of her back. She was going to require surgery to address the issue. The disconnect was on (B)(6) 2014 and the healthcare provider (hcp) diagnosed it in the last 3 weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The following.

Event description:
The device was returned to the manufacturer, but analysis had not been completed yet.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a 50% or greater symptom reduction, until 4 months ago. The cause the event was not determined and it was unknown if it was device related or if reprogramming was needed. X-rays were ordered and they were awaiting follow-up appointment after the x-rays. It was noted that there was a sudden loss of therapeutic effect and a sudden loss of stimulation. The patient had not recovered, with symptoms and issues ongoing. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the fluid had worked its way from the leads into the paddle and shorted it out. Both the lead and battery were replaced and the patient was receiving effective therapy. The explanted product was going to be returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4), found no anomaly. Analysis of the lead (s/n (B)(4)), found seven conductors were broken approximately 43.1 cm from the proximal end on the #0-7 leg of the lead. All eight conductors were broken approximately 44.2 cm from the proximal end on the #8-15 leg of the lead. Only the #3 circuit on the lead was intact. The #3 circuit of the lead was the #1 circuit on the physician programmer screen. Also, the outer insulation on both legs of the lead had pulled apart inside the distal end molded rubber due to mio (metal induced oxide).

Event description:
Additional information received reported that the patient was supposed to have thoracic x-rays, but the patient had not had them yet. The patient was scheduled for an appointment with her healthcare provider (hcp) in 2 days, and they were going to determine at that appointment if a revision would be needed or if the device was functioning correctly. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had an appointment at the healthcare provider (hcp) office 4 days prior. They did thoracic and abdominal x-rays, and it looked like the wires were intact and they could not see any fractures or breakage. They were guessing it was a problem with either the connection with the implantable neurostimulator (ins) or the ins itself. 2 visits ago, a manufacturing representative (rep) thought only 3 contacts were working. They were going to do a revision and remove the ins and send it back to the manufacturer and replace with a new ins, likely a non-rechargeable model. The revision was set for (B)(6). The plan was to leave the spinal leads and only change out the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the doctor was ordering x-rays and was going to schedule a revision to troubleshoot the issue. The date was currently unknown. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went overseas and one hour after her return flight, the patient felt like the device was shorting and it was uncomfortable, so she shut it down. The patient had previously been getting great coverage and stimulation for 3 years. A manufacturing representative met with the patient for reprogramming. At 0.7v every electrode was greater than 10,000 ohms. At 1.5v all electrodes other than 1, 2 and 14 were greater than 20,000 ohms; 1, 2 and 14 were 800-900 ohms. They were trying to reprogram around the electrodes that were out of range. The patient was getting approximately 60% coverage to the affected area since there were only three contacts not showing over 10 ,000. They were advised to run impedances at a higher voltage to see if any other electrodes would come down in the readings. A surgeon was aware of the needed revision and the patient¿s managing healthcare provider (hcp) was going to be informed in a few days. The hcp was going to call the manufacturing representative once the patient scheduled an appointment. It was noted that the patient might not have been a good historian and went into their appointment somewhat dazed. No or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.